Event description:
It was reported that stent damage occurred. The 26mm x 2.4mm, 80% stenosed target lesion was located in the mildly tortuous and non calcified left circumflex artery with a significant bend of less than 45 degree. Predilatation was performed with an unspecified balloon catheter. A 2.50x28mm promus element stent delivery system was selected to treat the lesion. During preparation, the physician found that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
The device was returned for analysis. A visual examination identified stent damage. Stent struts in the middle section of the stent were misaligned. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The 26mm x 2.4mm, 80% stenosed target lesion was located in the mildly tortuous and non calcified left circumflex artery with a significant bend of less than 45 degree. Predilatation was performed with an unspecified balloon catheter. A 2.50x28mm promus element stent delivery system was selected to treat the lesion. During preparation, the physician found that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).